Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, description: infinion 16 lead kit 50 cm. Model: sc-3400-30, description: splitter 2x8 kit-sterile. Model: sc-3400-30, description: splitter 2x8 kit-sterile. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was receiving no pain coverage from stimulation. It was found that there were high impedances on the implanted leads, and patient then underwent a revision procedure to replace the leads and splitters. Patient is doing well post operatively and is receiving full coverage. Devices will not be returned as the hospital has thrown them away.

Manufacturer narrative:
Correction to aware date on previous report should be: 12/19/2018. Correction to narrative indicating a review of the device history would be done: a review of the device history cannot be completed as the serial and lot numbers have not been reported.

Event description:
A report was received that the patient was receiving no pain coverage from stimulation. It was found that there were high impedances on the implanted leads, and patient then underwent a revision procedure to replace the leads and splitters. Patient is doing well post operatively and is receiving full coverage. Devices will not be returned as the hospital has thrown them away.